Event description:
In late 2008, the lay user/patient contacted lifescan alleging that her one touch ultra2 meter would not power on. The customer care advocate (cca) confirmed that the patient was using the correct test strips and the meter was not downloaded prior to attempting to test. The meter did not power on when a test strips was inserted into the test strip port. The medical affairs specialist (mas) was unable to reach the patient for follow-up. A letter has been mailed. Patient tests 4 or more times daily and controls her diabetes by oral medications/diet and exercise. The alleged issue started beginning of the same month. The patient described developing symptoms of dizziness around the same time the issue began. As a result of the reported issue the patient decreased her glucophage regimen by half. One week prior to calling lfs, the patient visited her physician. She was administered IV glucose for a blood glucose of 42 mg/dl, obtained on the clinic meter. No further information was provided. It would have been helpful to know last results obtained on the reported meter prior to the onset of the issue, whether any changes were made to her diet, usual blood glucose results, other possible health conditions, and whether her medication regimen was changed. This complaint is being classified as an MDR-reportable because the patient reported that she was treated with IV glucose after the meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.